Event description:
It was reported that signal loss over one hour occurred. Because the patient was experiencing signal loss, she restarted her phone and bluetooth before going to sleep. After restarting the phone and reenabling the bluetooth, she fell asleep while the phone was looking for a signal. She was not aware of the continued signal loss because she was sleeping. She had a hypoglycemic event with blurred vision/blindness, shaking, and trembling. She managed to press the emergency button she has in a necklace; the emergency system called her daughter and an ambulance. The daughter reached the patient first and gave her glucogel and a sugary drink to increase her blood glucose level. No blood glucose (bg) at that time was reported. The signal loss was noted after the daughter arrived and checked the patient¿s phone. The ambulance came later, and the daughter informed the paramedics that the bg was '3 something' mmol/l after the glucogel and sugary drink. The patient was sweating, and her temperature was 34.5 degrees c when the ambulance arrived. The ambulance personnel gave the patient an orange sugary drink. To avoid hypothermia risks the paramedics stayed with the patient until her temperature reached 35 degrees. She was given tea and biscuits before the paramedics left and was doing fine at the time of the report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4).

Event description:
A review of performance data shows that the patient's signal loss alert as well as her always sound feature were both enabled at the time of the event. The patient's low alert threshold was set to 4.4 mmol/l. Performance data shows that the patient experienced a period of signal loss that began at 8:52 pm on december 30, 2021 and lasted until the app was launched at 3:20 am the following morning. The last estimated glucose value the patient received prior to the onset of signal loss was a value of 4.7 mmol/l, and the first egv she received after the signal loss ended was 6.8 mmol/l. The availability of backfilled data shows that the patient's egvs were reading low (less than 2.2 mmol/l) since at least 12:22 am on (B)(6), 2021 and remained low until 1:12 am, at which point they began to gradually increase. The patient's egvs eventually crossed back into stable range at 2:52 am. The reported complaint of signal loss was confirmed. The root cause of the reported event could not be determined. Although the root cause could not be determined, the signal loss was not caused by any the following issues: the transmitter time not advancing, a communication error between the app and the transmitter, no communication between the app and the transmitter, an app or operating system update, an app crash, low battery level on the mobile device, or the patient closing the app.